Event description:
Customer reported system is displaying an error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel encoder. System operates as intended.